Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the internal iliac artery with moderate calcification and no tortuosity. An 8.0x60mm absolute pro vascular self expanding stent system (sess) was advanced with no resistance to the target lesion. During deployment, the proximal end of the stent appeared to deploy prior to the distal end. There was no resistance deploying the stent and it was ultimately deployed successfully in the target lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The deployment difficulty was not confirmed as the stent had already been deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. For the proximal end of the stent to deploy prior to the distal end, the distal sheath of the delivery system would have to separate or tear open to allow the proximal end of the stent to expand. There was no separation or tears noted on the returned unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.